Manufacturer narrative:
The customer¿s report of leakage of lipid occurred due to a crack in the accuslide component was confirmed. Pressure testing confirmed the leakage as fluid was observed leaking from significant cracks to the accuslide component; a closer inspection noted various cracks, dents and stress marks across the length of the accuslide, including the internal and external walls of the base and cover of the component. The cause of the crack in the accuslide component was not identified.

Manufacturer narrative:
Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.

Event description:
The reported feedback suggests a leakage of lipid occurred during infusion due to a large crack in the accuslide component.. From the reported information there are no indications of serious injury to the patient or user as a result of this incident